Event description:
It was reported that, during a transurethral lithotomy procedure, a percuflex plus ureteral stent was successfully implanted on (B)(6) 2024. On (B)(6) 2024, it was found that the stent was encrusted, and it was removed from the patient. Another of the same stent was used to replace the encrusted stent. No further patient complications were reported.

Manufacturer narrative:
Block h6: problem device code a040501 captures the reportable event of stent calcified. Impact code f2301 captures the reportable event of additional device required.

Manufacturer narrative:
Block h6: problem device code a040501 captures the reportable event of stent calcified. Impact code f2301 captures the reportable event of additional device required. Block h11: correction to field block b5: describe event or problem. Correction to field: initial reporter phone, initial reporter address 1, and initial reporter address 2.

Event description:
It was reported that, during a transurethral lithotomy procedure, a percuflex plus ureteral stent was successfully implanted on (B)(6) 2024. After 28 days, it was determined that the stent was encrusted. On (B)(6) 2024, the stent was removed from the patient using a grasper. Another of the same stent was used to replace the encrusted stent. No further patient complications were reported.

Manufacturer narrative:
Block h6: problem device code a040501 captures the reportable event of stent calcified. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that, during a transurethral lithotomy procedure, a percuflex plus ureteral stent was successfully implanted on (B)(6) 2024. On (B)(6) 2024, it was found that the stent was encrusted, and it was removed from the patient. Another of the same stent was used to replace the encrusted stent. No further patient complications were reported.